Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause could not be identified. The following cause is presumed based on the investigation result. The event in question was caused by failure of the driver board. The cause of failure of the driver board could not be identified because this product was not returned. It is presumed that the event occurred due to burnout of the positive power supply of the operational amplifier on the driver board. It is assumed that the cause of burnout of the positive power supply of the operational amplifier is due to occurrence of the electric power above the absolute maximum rating of the positive power supply. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image of the subject device was not displayed when it connected 180 series endoscope. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated and the driver board was faulty. There was no report of patient injury associated with the event.